Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), blood loss, bleeding, hematoma. As gore was unable to determine which device/device component is involved in this reportable adverse event, the following additional device will be identified in this report: catalog #dsf2433, serial #(B)(6), UDI (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for aortic arch aneurysm using gore® dryseal flex introducer sheath (dsf). When dsf2433 was inserted with the left-sided approach, there was resistance near the left external iliac artery, and it could not be advanced. Angiography confirmed that the overall left access dissected. After shifting to the right-sided approach, two gore® excluder® aaa endoprosthesis were deployed from the right common iliac artery to the right common femoral artery. When dsf2433 was inserted from the right approach, the stent grafts migrated to proximal direction. An additional stent graft was deployed to extend the device distally. Dsf2433 was inserted again from the right-sided approach, but there was resistance in the area that the three stent grafts expanded insufficiently due to patient¿s small vessel diameter. It was not able to advance the dsf. Blood pressure gradually decreased, dropping to the 30s. The left dsf2433 was removed, and three gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn) were deployed from the left common iliac artery to the left common femoral artery. Contrast imaging showed that the blood flow on the left side was generally poor. The decision was made to withdraw tevar. Both sides were surgically repaired, but blood pressure did not recover. When laparotomy was performed, retroperitoneal hemorrhage was confirmed. Treatment of bleeding site and an axillary-femoral artery bypass were performed. The blood pressure gradually recovered. The patient tolerated the procedure. The physician stated the following. I knew that access on both sides would be difficult, but I thought it would be possible to raise the sheath. Tevar should have retreated when it was no longer possible to approach from the left.